Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis (B)(6) 2022 with blood glucose over 500 mg/dl. The customer's current blood glucose is unknown. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated with intravenous insulin drip. The customer report did not allege under delivery on insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown if the customer was using auto mode or not at the time of incident. Customer stated that cannula was bent. No further complications were reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.